Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter displayed a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when a quality & assurance specialist reviewed the call. The patient claimed that the battery indicator symbol first appeared on (B)(6) 2015. The patient does not administer medication to manage her diabetes. She reported that after the battery symbol appeared, she administered "more food/drink." She was unable or unwilling to say whether she had developed any symptoms as a result of the alleged issue. She claimed that she emergency medical service (ems) was contacted and at 3am on (B)(6) 2015, a blood glucose result of "650 mg/dl" was obtained on the ems meter. She also claimed that in the emergency room (ER), she received "insulin and glucose tablets to lower her blood glucose" from a healthcare professional (hcp) at 3am on (B)(6) 2015. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there had been no misuse of the device. Based on the information provided, the battery needed to be replaced but the patient did not have a replacement battery available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign suggestive of severe hyperglycemia and received treatment from an hcp of that given for an acute diabetes excursion, after the alleged power issue began.